Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning as the lens still remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon observed post op results were 20/50 for patient¿s right eye and 20/30 bcva (best corrected visual acuity) after the initial implant of tecnis toric intraocular lens (model zmt300 +28.5 diopter). Surgeon performed tests that revealed that posterior corneal curvatures did not match other surgeon¿s nomogram and re-did the calculations to correct patient¿s vision. Reportedly the lens is planned to be explanted in secondary surgical procedure. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.